Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: when the product was received it was inspected and seen that the tip did break. This is the first confirmed instance of an anchor c inserter tip fracturing. There have been 12 similar reports of the tips merely bending. A review of the manufacturing file was also done and no discrepancies were noted. In this instance the surgeon found that using a large size cage was appropriate and there were no adverse consequences to the patient. Conclusion: the complaint states that the operating room tech cross threaded the inserter and attempted to change the angle without removing the inserter from the cage. This created a large cantilever force to be applied to the inserter's shaft which subsequently caused the fracture.

Event description:
It was reported that "the attachment bolt on the anchor-c 7mm drill guide/inserter broke off while the operating room tech was attempting to secure the instrument to a 7mm cage. She initially had it crossthreaded and tried to change the angle without entirely unscrewing the handle first. No issues during the case as an 8mm cage was found to fit properly."